Manufacturer narrative:
Weight - (B)(6) kg. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician experienced a glidesheath slender leaking at the valve. The blood loss was less than 250cc's. The patient condition was good, and the procedure was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on (B)(6) 2020. The procedure performed was a left heart catheterization. The procedure was completed with reported device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6fr glidesheath slender sheath was received for product evaluation. Visual inspection revealed no damage on the device. The sheath was subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed. A dilator for investigation purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected for 30 seconds. The sample passed the leak test. To check for damage at the crosscut valve, the valve was dissected and observed under microscope. Damage was observed at the center of the crosscut valve. No gross anomalies or damage was seen on at the sheath inner lumen. The user facility provided a video that revealed leakage at the crosscut valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that off-center insertion of the dilator likely caused damage to the valve. However, the exact cause of the reported event cannot be definitively determined based on the available information.